Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system after becoming more physically active, frequently overtreated lows, and stopped meal announcing. Support attempted to assist with a factory reset to address use-related issues but was unable to reach the user. No reported symptoms as additional information was unable to be obtained. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included attempted communication with the user, analysis of information provided by the user and third party, and review of available details. Investigation of this case revealed no device malfunction identified and no definitive findings, with limited information preventing determination of a specific device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was not established due to insufficient information.